Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, h2, h3, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. The cable boot was separated from the main body of the camera head. The device evaluation also found deep scratches on the charge-coupled device lens and the connector being repaired by a third-party were discovered. Based on the results of the investigation, the most probable cause of complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
It was reported, the subject device was broken, had an image problem. There was no patient impact, no harm reported due to the event.

Event description:
It was reported, the subject device was broken, had an image problem. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.